Event description:
Additional information from the company representative was received. The operative report was reviewed. The battery was confirmed to be depleted and replaced for depletion. However, the same leads were used. No mentions of broken leads were noted. An extension was replaced. Outcome was not provided.

Manufacturer narrative:
Extension model 748951 serial# (B)(4) implanted: (B)(6) 2005 explanted: extension model 748951 serial# (B)(4) implanted: (B)(4) 2005 explanted: programmer model 7435 serial# (B)(4). Lead model 3888-33 lot# j0537630v implanted: (B)(6) 2005 explanted: lead model 3888-33 lot# j0537630v implanted: (B)(6) 2005 explanted: (B)(4).

Event description:
The ins did not work well and the battery depleted. The lead broke. The device was replaced. Additional information has been requested.